Manufacturer narrative:
Event summary. As reported, while the doctor was preparing for an unspecified procedure, he checked the nforce nitinol helical stone extractor basket and found that the basket would not open and close normally. The doctor replaced the basket and completed the procedure. There was no impact to the patient. Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. The device was returned inside the open package in the marketing box. The basket sheath was buckled 6.5cm and 7.5cm from the mlla (male luer lock adapter). The coating was peeling beginning at the support and continued for approximately 4cm. The basket sheath and support sheath were detached. The handle does not actuate the basket formation. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A lot history search found one other complaints have been reported for this lot. The other complaint was created to address a similar issue from a different customer. Returned devices from both complaints were found to have the same failure mode. The nfhses manufacturing process is individual in nature and two complaints from the same lot is not sufficient evidence that there is a common issue that affects other devices from the lot. Because there were no related non-conformances, adequate inspection activities have been established, and there is objective evidence that the DHR was fully executed, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: the device is conductive. Avoid contact with any electrified instrument. Precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to have a basket that was closed and could not be opened due to sheath damage. The basket sheath was buckled near the blue support sheath. The cause for the damage was unknown. Excessive force may have been inadvertently applied to the device, however no information was known regarding device handling, therefore the cause of the issue could not be conclusively determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Name and address: phone: (B)(6). Name and address: mobile phone: (B)(6). Name and address: postal code: (B)(6). PMA/510k #¿ exempt . This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, while the doctor was preparing for an unspecified procedure, he checked the nforce nitinol helical stone extractor basket and found that the basket would not open and close normally. The doctor replaced the basket and completed the procedure. There was no impact to the patient.